Manufacturer narrative:
The hosp returned the competitor scope by mistake. We will continue to pursue the dvice being returned to guidant for investigation with the customer.

Event description:
The hosp reported that during a saphenous harvesting procedure, the image on the endoscope was dark. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.